Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a skin irritation on their back. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.